Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon reported that x-rays reveal disassociation of the head from the stem. Trunnion wear is also reported ("bird beaking"). Patient was asymptomatic until pain began approximately (B)(6) 2019. Patient has not been revised as of the time of report, but rep will report revision when it occurs. Update 23/april/2019 wg: rep reported that patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, black tissue was noted in the patient, and the liner was worn all the way through in one spot. Patient was revised to a restoration modular stem construct with a ceramic head and 36e neutral liner. The shell was not revised.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of disassociation was confirmed through clinician review of the provided medical records. The event of wear was confirmed through material analysis of the returned device. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 29 september 2020. This inspection indicated: a film was observed on the articulating surface of the head. Adhered material was observed on the inner surface of the head taper. The material was analyzed further using a scanning electron microscope (sem). Wear was observed on the taper surface consistent with contact against the trunnion. A material analysis has been performed. The report concluded: the wear observed on the hip stem trunnion and neck is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm f1537 alloy. The adhered material on the inner taper of the head was consistent with material transfer from the stem. The imbedded debris on the liner was consistent with material transfer from the stem. Scratching, third body indentations, were observed on the articulating surface of the acetabular insert. The yellow discoloration observed on the insert is consistent with the absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms the reported event. Need office/clinical reports, pathology report, and examination of the explanted components, etc. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
Surgeon reported that x-rays reveal disassociation of the head from the stem. Trunnion wear is also reported ("bird beaking"). Patient was asymptomatic until pain began approximately (B)(6) 2019. Patient has not been revised as of the time of report, but rep will report revision when it occurs. Update 23/april/2019 wg: rep reported that patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, black tissue was noted in the patient, and the liner was worn all the way through in one spot. Patient was revised to a restoration modular stem construct with a ceramic head and 36e neutral liner. The shell was not revised.